Event description:
It was reported patient underwent initial left hip arthroplasty. Subsequently, the patient underwent a closed reduction under anesthesia approximately 2 days post implantation due to a left hip dislocation after suffering from a fall. The fall occurred while walking to the bathroom in a private residence. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110024461, 186690, g7 dual mobility liner 38mm c; 110010242, 6882934, g7 osseoti 3 hole shell 48mm c; 650-1066, 3050922, cer opt type 1 tpr sleve 0mm; 51101080, 6341287, femoral stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Relevant medical records were not provided, x-rays provided were post dislocation therefore of no use to the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.